Manufacturer narrative:
The complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. It was determined that the cause of the issue was over occlusion. After loosening occlusion, the roller pump worked properly. The logs did not show any suspect activity in the roller pump. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump in the cardioplegia position displayed a 'belt slip' and 'under speed' message. The occlusion was loosened, resolving the issue and allowing the pump to be used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.